Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a low blood glucose of 20 mg/dl. The customer stated that she changed the infusion set, and was connected to the tubing when she performed the manual prime. The customer declined to troubleshoot as she knows she was at fault by priming while connected. The customer stated that she is scheduled to have another training session. Nothing further was reported.